Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00082was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd facslyric¿ that there was erroneous results. The following information was provided by the initial reporter: so the data measured on the loader actually looks like air is being measured here. I would understand if the assays work where the sample volume is large and not with smaller volumes. But she says that a 6c tbnk assay works (and here the sample volume is at 100 l (unless customized) unfortunately, restoring the database and recreating the assay did not bring the desired result. I'm still amazed that the problem doesn't appear with all assays and I've also discussed it with jörg again. He suspects the adjustment of the sit in the loader. But the loader sit is always the same regardless of the assay yes. Jörg said that the different sample volumes (and also the position) mean that sometimes it works and sometimes it doesn't really strange with ms. Leifheit. She has an assay that she can measure normally on the manual port. However, if she uses the universal loader for this, her lyric measures only nonsense. However, other assays are not affected... Those that work with the universal loader. Wouldn't necessarily assume a technical problem. Don't know if the database can be corrupted somehow? Do a restore from when everything was still working. Otherwise I would be stumped too  she gives you feedback again. Customer put through to the application for troubleshooting the worklist problems: went to sören. There are problems with the leuco measurement in the worklist. Immune status via the worklist or leuco measurement manually without any problems.

Event description:
It was reported that while using the bd facslyric¿ that there was erroneous results. The following information was provided by the initial reporter: so the data measured on the loader actually looks like air is being measured here. I would understand if the assays work where the sample volume is large and not with smaller volumes. But she says that a 6c tbnk assay works (and here the sample volume is at 100l (unless customized) unfortunately, restoring the database and recreating the assay did not bring the desired result. I'm still amazed that the problem doesn't appear with all assays and I've also discussed it with (B)(6) again. He suspects the adjustment of the sit in the loader. But the loader sit is always the same regardless of the assay yes. (B)(6) said that the different sample volumes (and also the position) mean that sometimes it works and sometimes it doesn't. Really strange with ms. (B)(6). She has an assay that she can measure normally on the manual port. However, if she uses the universal loader for this, her lyric measures only nonsense. However, other assays are not affected... Those that work with the universal loader. Wouldn't necessarily assume a technical problem. Don't know if the database can be corrupted somehow? Do a restore from when everything was still working. Otherwise I would be stumped too  she gives you feedback again. Customer put through to the application for troubleshooting the worklist problems went to sören. There are problems with the leuco measurement in the worklist. Immune status via the worklist or leuco measurement manually without any problems.

Manufacturer narrative:
E.4 initial reporter phone #: (B)(6). G.5. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.